Event description:
It was reported that the patient presented for a scheduled device exchange procedure. A left ventricular (lv) lead and an implantable cardioverter-defibrillator (ICD) were implanted on (B)(6) 2026. On the following day, the lv lead was found to be dislodged on chest x-ray. During the lv lead explant procedure, the ICD exhibited intermittent loss of capture. Consequently, both the lv lead and ICD were explanted and replaced on (B)(6) 2026. The patient remained in stable condition.